Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 54-year-old male patient with acute myocardial infarction and cardiogenic shock was treated with percutaneous coronary intervention. The patient went into cardiac arrest and had to be resuscitated. Extracorporeal membrane oxygenation (va-ECMO) was used and then an impella cp smartassist heart pump was introduced. Two days after insertion of the impella cp, ischemia was reported in the left leg, below the impella access site. The attending physicians planned the use of an external bypass. The blood circulation in the leg was suboptimal at first, but eventually improved so much that no external bypass was placed.

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Complaint device not returned for investigation. The cause of limb ischemia - reversible issue was patient condition related as the patient had calcified vessels condition.